Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appears to be use related. The product returned for evaluation was one ¿j¿ tip guidewire with 18ga introducer needle. The sample was returned with the guidewire inlaid within the needle. Usage residue was seen throughout the sample. Tactile evaluation of the sample revealed the inner core wire to be broken. The guidewire was retrieved from the needle by pushing it through the distal end of the needle. The distal weld tip was intact and no breaks in the outer coil wire were observed. Microscopic examination of the fracture site at the weld tip revealed a cup and cone shaped fracture edge with a dull and granular surface. The fracture site at the inner core wire also contained a dull and granular surface, with material necking observed. Microscopic examination of the needle tip revealed regions of mechanical damage which exhibited increased luster. A ring of biological material was observed adhered to the guidewire, located in the region that was within the needle when the sample was received. It appears the guidewire was advanced through the tip of the needle, and then retracted against the needle bevel. Retracting the guidewire back into the needle caused tissue to lodge between the guidewire and the needle bore, thus causing the guidewire to get stuck within the needle shaft. Subsequent pulling caused the inner core wire to break. The IFU for this device states, ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and guidewire as a unit to help prevent the needle from damaging or shearing the guidewire.¿ reference faqir 990193 for further information regarding this failure mode. A lot history review (lhr) of huyg0904 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the surgeon was allegedly unable to advance the guide wire through the needle. Surgeon alleged that the needle was blocked. A new catheter set was opened to complete the procedure. A new puncture with the new needle was necessary to complete the procedure. Returned sample shows a guidewire fray.